Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line). This event occurred during the initial drain of peritoneal dialysis therapy. There was nothing found during troubleshooting that could have caused the reported alarm. The technical service representative assisted the patient in clearing the alarm and the patient restarted therapy with new supplies. There was patient involvement, however, there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. Visual inspection, leak testing, clear passage testing and clamp function test were performed with no issues noted. The device met product specifications related to the reported problem. The device was also used in a simulation of a therapy with no issues noted. Therefore, the reported issue could not be confirmed and the cause was not identified. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.